Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified, heavily tortuous lesion in the mid left anterior descending artery (lad). Resistance was felt with the anatomy, during advancement of the 3.0x38 mm xience sierra stent delivery system (sds) to the target lesion. The stent dislodged from the balloon at the target lesion. The delivery system was removed without issue. A new balloon was used to expand the dislodged stent to the vessel wall at the target lesion. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.